Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative both a navigational bronchoscopy and ebus had a large pneumothorax that required a chest t ube. The patient hospitalization was extended by one day.